Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the surgeon said the patient had their hip done back in 2007 by the surgeon. He was not sure of the exact date or the location of her surgery. The patient was suffering from hip discomfort and instability. When looking at the cup positioning, the cup appeared to be placed vertically. The surgeon believed the patient would benefit from a cup revision. He removed the depuy acetabular components, and that¿s when he realized it was a metal on metal prosthesis. He believed this could be contributing to her hip discomfort as well. He opted to implant a zimmer biomet acetabular component to use their dual mobility construct. This required one of our 28mm ts ceramic heads to pair with the summit stem that was left implanted. After a trial reduction was performed, a 28mm +5 head was deemed the appropriate length for the patient. The real head was opened and implanted. The hip was found to be stable and the closing process began. Doi: 2007 - dor: (B)(6) 2021 (unknown side).